Event description:
No additional information reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned, therefore, further evaluation could not be performed. Device history record was unable to be reviewed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It is currently unknown whether the fracture will require medical intervention.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as it was single use and discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient presented for their one month follow up post knee arthroplasty, where it was discovered there was a tibial stress fracture at the site where a pin was used. No additional information is available at this time.